Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken. It was unable to confirm if the customer received the sensor in said condition due to customer returned opened and used the sensor. 1 remaining sensor performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 266 mg/dl and sensor glucose was 157 mg/dl at the time of incident. The customer stated that the issue happened with two sensors. The customer stated that there was a bent cannula on one of the sensors. The customer was explained how the glucose travels in the body. The sensor will be returned for analysis.